Manufacturer narrative:
Concomitant medical products: product ID :3708140aa, serial# (B)(4), implanted: (B)(6) 2005, 8 explanted: (B)(6) 2014, product type: extension. Product ID: 3708140aa, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID: 377745, lot# n0031777, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 377745, lot# n0031777, implanted: (B)(6) 2005, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was no product issue. It was noted that the actions required as a result of the event included explant. It was noted that symptoms included fever and an unknown type of infection. It was noted that pain and redness were present. It was noted that the location of the issue or symptoms was at the device pocket. It was noted that the patient was in the physician¿s office for a post-op visit with fever and redness around the scs battery pocket and complaints of back pain. It was noted that the physician suspected an infection and admitted the patient to the hospital and then ran blood work and then explanted the device. Additional information received reported that the device was not replaced. It was noted that the physician would replace the system once the infection had been resolved.